Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, intrinsic sphincter deficiency and incontinence. Following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent removal of vaginal graft and anterior and posterior repair on (B)(6) 2011 due to vaginal pain, urinary retention, fecal retention, and s/p polypropylene graft. It was reported that patient underwent removal of anterior vaginal wall mesh and anterior repair for closure then posterior repair on (B)(6) 2012 due to rectocele and eroding vaginal mesh.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. Following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, organ perforation, bleeding, dyspareunia, recurrence and vaginal scarring. It was reported that patient underwent removal of vaginal graft and anterior and posterior repair on (B)(6) 2011 due to vaginal pain, urinary retention, fecal retention, and s/p polypropylene graft. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to hematuria and on (B)(6) 2012 due to vaginal bleeding. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, intrinsic sphincter deficiency and incontinence. It was reported that patient underwent removal of anterior vaginal wall mesh and anterior repair for closure then posterior repair on (B)(6) 2012 due to rectocele and eroding vaginal mesh. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.